Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for a second. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is good.